Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No further information is available.

Event description:
It was reported that patient presented via remote transmission, an alert for low, out of range impedance, noise reversion, and exceeded atrial fibrillation (af) burden were observed. A patient notifier was delivered.